Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to device not working was (device) not being charged in over 1 month. Patient was setting up and appointment to have a technician fix it. The issue was not resolved at the time of this report. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they had not charged the ins in 45 days because they had not been using stimulation. The patient's doctor told them that if therapy was not working to shut it off. The patient recently tried new medication and that was not working either so now the patient wanted to try using stimulation and the pain medication at the same time. The patient was unable to communicate with the ins was and seeing a reposition antenna screen on the recharger as well as a poor communication screen on the programmer. The patient noted that they had an appointment with their hcp on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient reported that the device was not working properly. It was reviewed to have the patient call into patient services to help the patient find a managing healthcare provider (hcp). No further complications were reported or anticipated. No symptoms were reported.